Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that intermittently a minimum fill notification occurred after the user filled the cartridge with 140 units of insulin during the load sequence with multiple cartridges. Reportedly, the customer reverted to a back-up pump for insulin therapy. Customer¿s blood glucose level was 131 mg/dl.